Manufacturer narrative:
Initial reporter address is: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white twist sleeve separated from the light blue main body of the twist clamp on a minicap extended life pd transfer set. This was further described as; ¿the part of the vice step between blue and white got disconnected and broken¿ and ¿as far as the main body, a tab of blue color, had dissociated from the blue body and was blocked in the white part of the body.¿ this issue occurred during use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6. H10: the device was received for evaluation. A visual inspection was performed with the naked eye noted a broken occluder legs. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.